Event description:
Boston scientific received information that this right ventricular lead displayed noise and poor r wave measurements in both configurations. At the last follow-up visit, the lead had been programmed to unipolar configuration since the r wave measurements were better in this configuration. The noise resulted in ventricular tachycardia episodes and was recreated with isometrics in unipolar configuration. The noise could not be recreated in bipolar configuration. The impedance measurements changed after implant but have been stable over the last year, as have the threshold measurement. The lead was explanted and replaced with a new lead.